Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Results: photos were returned and showed customer's defect. Functional testing of the retained samples did not confirm the defect. A sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5337579. Conclusion: based on the returned photograph and retained samples, bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that when a nurse collected blood with a bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder 21g x 1.25 in., blood contamination occured in some tubes in the inner surface of the holder. Sleeve leakage resulted in failure to collect blood. There was no report of medical intervention or serious injury.